Event description:
It was reported that low sensing and low impedance were observed. The lead was explanted and replaced when repositioning was unsuccessful. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.